Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a hypoglycemia event with a blood glucose of 64 mg/dl and self-treated with orange juice, after which glucose trended to a normal level of 151 mg/dl. Symptoms included hypoglycemia without reported clinical manifestations. Outcomes included the need for unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.